Event description:
Device is not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4, h6. Device is not PMA approved.

Event description:
Healthcare professional reported implant rupture diagnosed via MRI. Breast asymmetry. The examination revealed a contracture of the connective tissue capsule around the implant, a contour defect in the lower pole, a deformity site appeared in the lower pole of the right breast. Patient denies breast injuries. Later, hcp confirmed capsular contracture baker grade iii. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture.